Event description:
It was reported that high threshold and diminished sensing were observed. After attempting to reposition the lead for dislodgement, it was replaced due to high dft despite several programming changes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.